Event description:
Hamilton medical ag received the following event description: "tf8432 panel connection lost on (B)(6) 2026 in standby mode. This issue is still experiencing, because I don't know what the root cause is. The both esm boards was replaced last year. Unfortunately, the fault is not reproducible. No patient involvement.

Manufacturer narrative:
(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.